Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: failed insulation scan. The failure identified in the investigation is consistent with the complaint record. The probable root causes can be attributed to improper cleaning or sterilization, normal wear. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported the insulation was compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: failed insulation scan. The failure identified in the investigation is consistent with the complaint record. The probable root causes can be attributed to improper cleaning or sterilization, normal wear. The device manufacturer date is not known. Gtin: (B)(4).

Event description:
It was reported the insulation was compromised.